Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device estimated longevity had depleted faster than expected. The physician has decided to wait for the device to reach the elective replacement indicator before being replaced. No further information is available.